Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_ens_stimulator, serial # unknown, product type external neurostimulator; product ID 3057, lot # unknown, product type screening. Lead (catalog #3531; serial # unknown) only. Lead (catalog #3057; serial # unknown) .

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding their external neurostimulator (ens). Patient reported their controller was not turning on and not showing screen. During the report, the patient said it turned on again. This happened on (B)(6) 2017 too. Patient's leads may be loose or pulled because they are hanging too low. Patient feels pain on incision site. Patient was advised to call their doctor. Additional information was received from the patient. Patient met with the doctor today and had dressing changed. Patient said lead was loose. Additional information was received from the patient. Patient previously stated tape came off, doctor fixed the issue, and patient's tape came off a 2nd time. Additional information was received from the patient. Patients stated leads fell out and are not fully in their back. Wires are disconnected and stimulation is off. Patient's lead placement was on (B)(6) 2017. Additional information was received from the patient. Patient stated that their leads came out while going though evaluation. No further patient complications have been reported as a result of this event.